Event description:
Inserted an angiocath into antecubital fossae left arm of pt for IV sedation. After initiating venipuncture rptr withdrew needles trocar and procedure w/case. Completing case, rptr withdrew angiocath to discover that the tip of the angiocath was almost completely severed from the proximal end of the angiocath.